Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 192 mg/dl, 116 mg/dl. Tests were done within 2 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported. Note - there was another set of results documented in the potential medical tab. The results were 243 mg/dl, 169 mg/dl = 32%.